Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced myocardial infarction after the procedure prior to being discharged. The issue was resolved without sequelae the next day and no treatment was required. The cause of the myocardial infarction is unknown.